Manufacturer narrative:
The below information is in addition to the previously submitted device evaluation results: baxter received and evaluated the device. The device was not tested for undetected upstream occlusion in its received condition. No related device malfunction was observed. The device will be required to pass release testing before returning to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported issue with trying to get upstream occlusion alarms to go off or not go off, which were not reproduced. The reported symptom was verified by the presence of "upstream occlusion" alarms found through a review of the event history log. The reported symptom was found during a visual inspection to be caused by cracks on the upstream sensor flex pins. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced problems getting an upstream occlusion alarm to go off, or not to go off. There was no patient involvement. No additional information is available.